Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited loss of capture resulting in asystole during an attempted threshold test. A new threshold test was attempted, however the programmer kept the previous session going. The telemetry session was terminated and the programmer was turned off. After turning off the programmer all device pacing occurred as expected. This programmer was retained by the healthcare facility. No adverse patient effects were reported.